Manufacturer narrative:
The following fields have been updated with corrections: b.1. Adverse event and/or product problem (e.g., defects/malfunctions): adverse event and product problem. H.1. Type of reportable event: serious injury.

Event description:
It was reported that 17 inch ext w/.2 fltr & vlv port was cracked and leaked. The following information was provided by the initial reporter: material no: 20028e, batch no: unknown. It was reported smart site extension filter cracked with leakage; baby had electrolyte issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the filter cracking and leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20028e because an invalid lot number was provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation .

Event description:
It was reported that 17 inch ext w/.2 fltr & vlv port was cracked and leaked. The following information was provided by the initial reporter: material no: 20028e batch no: unknown. It was reported smart site extension filter cracked with leakage; baby had electrolyte issues.